Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device revealed lifted hybrid bond wires.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital suffering from a low heart rate of approximately 35 beats per minute. It was determined that the device exhibited no output and loss of telemetry. The device was explanted and replaced successfully. No patient complications have been reported as a result of this event.